Event description:
It was reported that the pt had their system removed due to an infection. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).